Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsuled failed to dissolve and the patient experienced gastrointestinal problems due to this failure, so an operation was required to remove the capsule which also required an extended hospitalization of over one week. The capsule was ingested and removed. A repeat procedure was not necessary.